Event description:
It was reported that after a da vinci-assisted umbilical hernia tapp surgical procedure, during precleaning of the instruments, the customer noticed the tip-up fenestrated grasper instrument had a shaft fracture 13 cm proximal to the joint. The reporter indicated there were no abnormalities observed on the instrument prior to or during surgery. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any other instrument or tool during procedure. As a result of the alleged issue, there was a procedure delay of approximately 10-15 minutes. No videos of the procedure were available.

Manufacturer narrative:
The tip-up fenestrated grasper has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or video was provided for review. A review of the instrument log for the tip-up fenestrated grasper instrument (part#: 470347-12/lot#: n11211012 0139) associated with this event has been performed. Per logs, the tip-up fenestrated grasper instrument was last used on 16-may-2022 on system sk1592. The instrument had 6 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the tip-up fenestrated grasper instrument broke during a da vinci assisted procedure. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tip-up fenestrated grasper instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of the cracked main tube to be related to the customer reported complaint. The tip-up fenestrated grasper instrument was found to have cracked main tube and the crack damage was located closer to the distal end of the main tube. The root cause of this failure is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.